Event description:
The consumer alleges the footrest and seat have caused cuts on the back of her legs. No serious injury is alleged.

Manufacturer narrative:
Manufacturer was contacted by consumer who alleges the foot rests and seat were causing cuts on the back of her leg. No history to suggest a product problem. The chair is reported to be at the distributors for service. Consumer stated she is looking for compensation. Components were replaced and have not been returned for evaluation at this time. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Or, if chair is not appropriate for this user. MDR filed based on alleged medical intervention.